Event description:
This complaint is now reportable based on analysis completed on 11/09/2007. It was reported that during a drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The progressive lesion was 80% stenosed with severe calcification and severe tortuosity in the left anterior descending artery. A 3.50x16mm taxus liberte drug eluting stent was unable to cross the lesion. The patient status is good with no complications reported. Device analysis indicates stent movement.

Manufacturer narrative:
Visual examination of the returned unit revealed that the stent had moved proximally on the balloon. The distal edge of the stent was located 6mm from the proximal edge of the distal marker covering the proximal markerband. The balloon was visually and microscopically examined. No visual defects were observed under magnification. Solidified blood was present within the entire length of the inflation lumen; therefore, indicating the device had been used in vivo. Blood was present on the balloon and tip of the device. Attempts to insert the recommended size guidewire (0.014 inch) were unsuccessful due to solidified blood present within the entire length of the lumen. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. As per the taxus liberte directions for use, it is contraindicated to stent lesions which are heavily calcified. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered handling damage. Bsc ID#: a00083829 / tw# 554470